Event description:
As reported by our affiliates in (B)(6) through the source xt study, during the implant of a 26mm valve, by transfemoral approach, a dissection of the ascending to descending aorta occurred. Transfusion was needed and the event was resolved.

Manufacturer narrative:
In this case, the exact valve model number is not available. Therefore, common device name and model #/lot # of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below; PMA# of this report will remain blank. P110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, no additional patient or procedural factors were provided that could help determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4) through the (B)(6) study, during the implant of a 26 mm valve, by transfemoral approach, a dissection of the ascending to descending aorta occurred.